Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat a total occluded distal and proximal rca. After pre-dilatation, two 2.5 x 28 mm xience v stents were implanted, overlapping, in the distal curve of the rca. Then the 2.5 x 23 mm xience was implanted in the proximal rca. Post-dilatation was performed with at powersail at 16 atm. The pt returned seven days later (2009) with the proximal stent totally occluded (sat). A 3.0 voyager was used for treatment. Another company's 3.0 stent was also implanted in the mid rca at this time. There were no additional pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Thrombosis, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is possible that the hospitalization is a secondary effect of the thrombosis which required ptci. Although there is no indication of a product quality issue, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.